Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. A different wall adapter successfully charged the pump and a replacement wall adapter was sent to the customer. The customer's blood glucose level was 52 mg/dl and it was addressed with a (B)(6) bar.